Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
It was reported by the clinical diabetes specialist (cds) that on (B)(6) 2025, the user's blood glucose exceeded 400 mg/dl, and they began vomiting. They presented to the ER late that night and were admitted to the ICU on (B)(6) 2025 with diabetic ketoacidosis (dka). At the ER, blood glucose was recorded at 409 mg/dl, and the user's blood pressure was low. They were treated with intravenous insulin and received four bags of fluids. The user was discharged on (B)(6) 2025 with no reported long-term health effects. The user was using dexcom g7 and has resumed using the ilet system.